Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed and an error message had appeared. A field service engineer (fse) confirmed there were no failures observed on the application screen. The station was powered down, and the customer reported a prior issue with door 4 that had been recovered. The micro switches were replaced with new ones to resolve the issue. After replacement, testing was completed through hardware test application (hta). The customer was asked to perform an inventory count three times to verify proper door functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.